Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that after an idvt case had completed, a pericardial effusion was noticed in the patient. During the physician's check post-procedure, the pericardial effusion was discovered on intracardiac echocardiography (ice). The pericardial effusion was confirmed via transthoracic echo. They were "able to support the patient's blood pressure," and the pericardial effusion was "stable." The patient was admitted to the intensive care unit (ICU). Later on, while the patient was in the ICU, CT surgery had notified the ep lab they were going to perform a pericardiocentesis on the patient. Intervention included pericardiocentesis and chest CT. The patient required extended hospitalization to monitor effusion and treat as needed. Patient condition was reported as improved. The physician's opinion on the cause of the adverse event is procedure and patient condition. Relevant medical history includes history of perforation and cardiac window with afib ablation. No transseptal puncture was performed. No evidence of steam pop.